Manufacturer narrative:
Occupation: nurse manager. Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred on a cardiosave intra-aortic balloon pump (iabp). Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 61.5cm and 62cm from the iab tip. A third kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred on a cardiosave intra-aortic balloon pump (iabp). Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. The iab was in use for approximately five days. A new iab was not placed to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.